Event description:
It was reported that the patient experienced palpitations. Holter recording showed missing beats, lack of pacing. Pacemaker malfunction was suspected. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).